Manufacturer narrative:
A partial lead with the pin measuring 7.1cm was returned for analysis. A full breach insulation degradation was noted 6.8cm from the connector pin. Surface cracking was noted in this location.

Event description:
This report is to advise of an event observed during analysis.